Manufacturer narrative:
Initial reporter address 1: (B)(6). The synergy ous mr 3.50 x 38 mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal region of the stent were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. The 90% stenosed fibrotic target lesion was located in the severely tortuous and mildly calcified proximal to distal right coronary artery (rca). Pre-dilatation was performed with a non-boston scientific (bsc) semi compliant balloon. A 3.50 x 38 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion due to tortuosity and poor guide support. The wire was replaced but the stent could not cross. Further pre-dilatation was performed with a non compliant balloon over a parallel non-bsc wire, keeping the wire parallel to get more lumen. The stent was advanced again but still failed to cross. The procedure was completed with another of same device. There were no patient complications and the patient status was stable. However, returned device analysis revealed stent damage.